Event description:
It was reported that during the implant procedure, the device displayed elective replacement indicator (eri). The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed shorting low resistance ceramic capacitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.